Manufacturer narrative:
Complaint no: (B)(4). Address: (B)(6). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified a hole in the body of the bag. Underwater leak testing revealed a leak in the body of the bag, and a leak between the main tubing and port tube of the bag. The reported condition was verified. The cause of the hole in the bag was not determined. The cause of the leak from the tubing was determined to be incorrect assembly during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container leaked through holes in the bag during filling. There was no patient involvement. No additional information is available.